Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient was revised due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, this event was determined to not be reportable as there are no allegations of failure of the device. This initial report was submitted in error and should be voided.